Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, pacing lead impedance and increased capture threshold measurements were observed. The physician suspected a terminal pin connector anomaly. Upon further evaluation the next day, all measurements were noted to be in range. Patient will be monitored remotely, and a follow-up was scheduled for further assessment.